Event description:
It was reported that the patient's device initially detected ventricular tachycardia (vt) and appropriately withheld therapy. However, it was determined that a qrs was not a match and therapy was delivered. The first shock and anti-tachycardia pacing failed to terminate the patient's arrhythmia, however the second shock succeeded. Follow up indicated that the physician's notes did not suggest whether the therapy was inappropriate, and no reprogramming was done, however medication was prescribed and denied by the patient. The device is still in use. No further patient complications have been reported as a result of this event.